Event description:
It was reported that the patient had developed kyphosis above a t10-ilium posterior fusion that was performed at an unknown time. The hardware in the patient was synthes universal spine system (uss). The surgeon planned to extend the construct to t8 and address and correct the kyphosis. There was sufficient rod above the t10 screws to connect an extension connector and attach a new rod to connect to the t8 screws. While tightening the set screws on the left sided extension connector, one of the sets screws stripped in the connector. The surgeon did not want to leave the connector with the stripped set screws in the patient. He decided to cut the rod from the previous surgery just caudal to the connector to remove the connector that also had the new rod attached. He had to use a metal cutting burr to cut the rod. He then placed a new connector onto the existing rod with another new rod to run cranial. He then connected the rods, tightened the construct and set screws, and successfully completed the procedure. It was reported there was a ten minute surgical delay. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
A product investigation was completed: one 6mm ti hard rod (part 498.103, lot 7764280, manufacture date november 2014) and one ti extension connector (part 498.165, lot 8561373, manufacture date october 2013) were returned. Upon receipt of these devices it was seen that two of the screwdriver recesses of the extension connector have significant wear, and one of the four set screws is no longer attached to the device. The extension connector is attached to a 93mm section of 6mm ti hard rod. This drawing for the ti extension connector was reviewed and the design was found to be adequate for the intended use of this device, it is most likely that overtorquing/overtightening that led to this complaint condition. There is no objective evidence within the device history record for the reported product indicating that its raw material or manufacturing processes contributed to complaint condition. The root cause is undetermined; however it is most likely that overtorquing/overtightening led to this complaint condition. The design of this device was found to be adequate for its intended use and did not contribute to this complaint condition. In addition, the harm and occurrence is adequate in the design and clinical risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history records was conducted. The report indicates that: for part # 498.103, lot# 7764280. DHR records for part # 498.103, lot# 7764280 indicate that the reported product was manufactured at (B)(4) manufacturing facility on 11/12/2014 under work order (B)(4). DHR records indicate that the product lot was manufactured in accordance with all established requirements with no nonconformities reported. DHR records for part # 498.103, lot# 7764280 further indicate that the product lot underwent all specified inspection requirements with no product nonconformities reported. DHR records for p/n 498.103, lot# 7764280 indicate that the product lot was produced from raw material ti4***r16.00-tt, p/n 21100, lot# 7655473 in accordance with established specifications. DHR records for raw material ti4***r16.00-tt, p/n 21100, lot# 7655473 indicate that the raw material lot was received at (B)(4) facility on 04/02/2014. DHR records for the raw material lot further indicate that the raw material underwent all specified inspection and testing requirements and was found to meet all established criteria for acceptance and released to raw material inventory on 04/03/2014. There is no objective evidence within the DHR for the reported product indicating that its raw material or manufacturing processes contributed to complaint condition reported as adverse event: no reported product problem. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.